Manufacturer narrative:
Physician opines that obesity and previous cesarean-section contributed to wound dehiscence. The patient is in good condition.

Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2014 and suture was used. On (B)(6) 2014, the patient experienced a wound dehiscence of total fascia suture and patient underwent re-operation. Suture was apparently broken and possibly lost in the abdominal cavity. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.